Manufacturer narrative:
No product was returned for this complaint and valid serial number was not provided. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for all libre sensors within expiration at the time of complaint was reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed, representative of product available in the field, and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted and showed no trips for libre sensor and the reported complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A family member, calling on behalf of a customer, reported the customer received a lower reading from his adc freestyle libre sensor than a capillary reading from a healthcare provider¿s meter. Caller noted that on (B)(6) 2018 customer received a sensor scan result of 92 mg/dl which was compared to a hcp meter reading of 220 mg/dl. Customer was admitted to the hospital. Caller did not know the specific treatment rendered. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member, calling on behalf of a customer, reported the customer received a lower reading from his adc freestyle libre sensor than a capillary reading from a healthcare provider¿s meter. Caller noted that on (B)(6) 2018 customer received a sensor scan result of 92 mg/dl which was compared to a hcp meter reading of 220 mg/dl. Customer was admitted to the hospital. Caller did not know the specific treatment rendered. No additional information was provided. There was no report of death or permanent injury associated with this event.